Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation we will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of their customer that the plp2020 elite surgical smoke evacuation pencil, device was being used on (B)(6) 2025 during an unknown procedure when it was reported was reported ¿during the initial exposure for the posterior cervical fusion, the surgeon observed the protective insulation of the electrocautery tip slip off into the surgical site, plp2020 the piece was immediately removed and a replacement opened. There was no report of injury, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of their customer that the plp2020 elite surgical smoke evacuation pencil, device was being used on (B)(6) 2025 during an unknown procedure when it was reported was reported ¿during the initial exposure for the posterior cervical fusion, the surgeon observed the protective insulation of the electrocautery tip slip off into the surgical site, plp2020 the piece was immediately removed and a replacement opened. There was no report of injury, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 34 complaints, regarding 41 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.